Event description:
The customer initially reported that while in use, the cord caused an alternate site burn. Insulation looks to be damaged. The burn was superficial about 1/4 inch diameter. It was only noticed post-surgery. Upon return and eval of the device, it was found to fail hipot testing.

Manufacturer narrative:
(B)(4). The cord was sliced and a bare wire was visible. The pencil failed hipot testing confirming a break in the insulation. When plugged into a generator, the device would not activate. The cord appears to have been caught on something that sliced the cord. Every cord is 100% visually inspected during mfg and every pencil is 100% tested for functionality. In addition, a sampling from every lot is hipot tested. The IFU warns, inspect accessories and cords for breaks, cracks, and other damage before every use. If damaged, do not use. Failure to observe this caution may result in injury or electrical shock to the pt or surgical team.